Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had been accepted into a stem cell therapy and one of the protocols is using a hyperbaric oxygen chamber. The patient inquired if they would be able to go into one of those with their interstim. Agent reviewed information and redirected the patient to their healthcare provider to further address the issue. The patient reported that having the interstim device had been life- changing for them. Since they'd had the interstim therapy done, they were going to the bathroom like a normal person and haven't had a uti since. Patient stated they refused to get a catheter because they did not want to be carrying around a pee bag with them and that's why they got the interstim device. Patient services is flagging this call because the patient mentioned that because the lead was "wrapped around" their "right sacral nerve", if they increased the stimulation up too much, they would get the feeling as if they were being stabbed in the crotch if they straightened their right leg so that was how they know if the therapy was turned up too high for them. Patient stated this had been happening for them since they got the implanted system whenever they increased the stimulation too high. Then other times, they would go to the bathroom more than they normally would with the therapy so they'd have to increase the stimulation but it didn't always feel like a stabbing in their crotch if they straightened their right leg, just on occasion. Patient stated there was a threshold for the stabbing sensation in the crotch to occur and that it was a fine line to tread. Patient also reported that sine implant, they didn't think the interstim helped with their bowels as much as the bladder but noted they had gotten the interstim device for the bladder and the device had been a godsend for them for their bladder. Patient further explained about their bowels, that their body wouldn't push when they had to go to the bathroom unless their internal body functions pushed and that was why they thought the therapy hadn't been as effective for their bowels. Patient also asked if there was a way to test the battery life of the interstim. Patient services reviewed information with the patient and redirected the patient to follow up with their healthcare provider to do a battery longevity calculation for the patient. Patient has moved, so the patient is going to be seeing a new urologist on (B)(6) 2025 with an hcp that they think is familiar with the interstim. Patient did not disclose the name of the new hcp. Patient stated they would follow up with their new hcp to check on their remaining interstim battery life at that appointment. Patient stated they thought if their system followed the typical 5 year battery life estimate, they'd be due for an interstim replacement in 2026. Patient services also reviewed interstim x battery life information with the patient as well as information about the interstim micro rechargeable system. Patient services warm transferred the patient over to patient registration to update their registration information at call's end.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128; (lot: va2e9rq); product type: 0200-lead; implant date (B)(6) 2021; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.